Event description:
According to the facility, on (B)(6) 2025, "patient attempted to roll out onto porch in wheelchair without assistance. Wheels were not placed in the lock position by caregiver prior to leaving patient alone. Patient guided her wheelchair over the threshold and down onto the porch where the wheelchair flipped over. Patient sustained a right knee fracture and a pelvic fracture."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, "patient attempted to roll out onto porch in wheelchair without assistance. Wheels were not placed in the lock position by caregiver prior to leaving patient alone. Patient guided her wheelchair over the threshold and down onto the porch where the wheelchair flipped over. Patient sustained a right knee fracture and a pelvic fracture." Per the facility, "orthopedic consult recommended surgery, but patient was a poor candidate due to comorbidities. She went to rehab and then returned home." Facility mentioned patient is now deceased, however unable to answer whether the device caused or contributed to the death. It is suspected that the device malfunction contributed to the death. There is no additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d9: device available for evaluation and date returned to manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).